Manufacturer narrative:
Per customer, qc was within the lab's established ranges but on the low end of the range. A field service engineer (fse) went on-site and found an extra o-ring on the sample probe connection and found that one of the o-rings was twisted and corrected these issues.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low sodium (na) result generated by the unicel dxc 800 pro synchron clinical system. The false low result was not reported outside the laboratory. Rerun on this instrument and an alternate instrument gave higher result which was reported. The customer has not received any reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.